Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a left anterior descending artery (lad). A 38 x 2.75 promus premier select stent was deployed in the lad. Following deployment, and while taking an orthogonal view of the deployed stent, a distal edge dissection was noted. Another promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the 80-90% stenosed target lesion was located in the moderately tortuous lad. The lesion was predilated with a balloon device. There were no issues with stent deployment, the stent balloon inflated, and the stent fully deployed.